Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced a sudden drop in sensor readings. There were no clinical correlations related to the change. As a result, the patient underwent a echocardiogram to have their sensor re-calibrated. Issue was resolved.